Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the proximal x-groove of the rv exposed coil was out of its' located due to pulled/stretched and that caused the outer insulation breached/torn. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the physician decided to change the introducer and when removing the lead through the introducer the insulation appeared to get damaged. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.